Manufacturer narrative:
(B)(4) per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) instructed the customer over-the-phone to clean and lubricate the guide rail and lead screw on the pipettor arm. The fse also explained to the customer how to replace the sample needle assembly. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 04-sep-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 710 z1-axis error message is generated when an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 5, maintenance procedures, section 5.10 - sampling needle replacement, provides step-by-step instructions for the operator to follow when replacing the sampling needle assembly. The most probable cause of the reported event was due to a dirty lead screw on the pipettor arm.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error messages while running patient samples on the g8 instrument. The customer also reported that the sample needle assembly is puncturing caps at the outside edge and not centered. The customer requested a sample needle assembly replacement. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.